Event description:
On may 7th, 2026, leica biosystems received a customer complaint that tissue samples processed in a run that started on (B)(6) 2026, and ended on (B)(6) 2026, were not of the expected processing quality. The samples were described as difficult to cut with the appearance of not having been sufficiently dried during the tissue processing process. On may 13th, 2026, leica biosystems was informed by the customer that out of (B)(4) samples in the affected run (B)(4) samples have been determined to be undiagnosable.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.